Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer had a fluid leak. Customer reported that the fluid had blood. Customer reported that the volume of the leak was about 10 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was coming from the needle bellows because pinch valve vl13 which provides vacuum to the needle bellows was not opening. The fse replaced the actuator for vl13. The fse cleaned and disinfected the probe and bellows area.

Manufacturer narrative:
(B)(4).